Manufacturer narrative:
A supplemental report is being submitted for correction to h10. Product event summary. Product event summary: the pump and controller were returned for evaluation. The driveline extension cable was not returned for eval uation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned pump and controller revealed that the devices passed visual examination and functional test ing. The pump was able to connect properly to a driveline extension cable with no electrical fault alarms logged during the pre-implant wet test. Review of the controller log files revealed an electrical fault alarm logged on (B)(6) 2020 at 08:54:57 due to open ph ases on the front stator, resulting in the pump running on a single stator. As a result, the reported event was confirmed. Based on the investigation conducted, there is no evidence of a malfunction that may have prevented the devices from performing as intended. Based on the available information and risk documentation, possible root causes of the reported event may be attributed to a marginal connection of the driveline extension cable to the controller, a marginal connection of the driveline extension cable to the driveline, or contamination in the connector(s). Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump was returned for evaluation. Review of the controller log files revealed an electrical fault alarm logged on (B)(6) 2020 at 08:54:57 due to open phases on the front stator, resulting in the pump running on a single stator. Visual examination did not reveal any deviations that may have contributed to the reported event. In addition, there was no indication of obvious physical damage or anomalies to the driveline, recessed pins, and/or foreign material inside the connector that may have compromised the mechanical/electrical performance of the returned device. Functional testing did not reveal any anomalies during the pre-implant wet test with the pump. Power consumption of 2.0 watts was noted to be within the normal range per the IFU. Based on the analysis performed, the returned pump performed as intended. Additional products: d4: lot #: d000082 h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4315 additional products: d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4315 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ driveline extension cable. Model #: 100us / catalog #: 100us / expiration date: 31-may-2020 / lot#: d000082 ,UDI #: (B)(4). Device available for evaluation: no. Mfg date: 31-may-2019. (B)(4). Additional products: heartware ventricular assist system ¿ controller , model #: 1420 / catalog #: 1420 / expiration date: 31-dec-2020 / serial#: (B)(4) ,UDI #: (B)(4). Device available for evaluation: yes, return date: 14-may-2020. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 10-dec-2019. (B)(4). Investigation of this event is pending, and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller experienced an electrical fault after the wet test was performed and prior to implant. At the time the ventricular assist device (vad) driveline was connected to the controller via the driveline extension cable when the electrical fault occurred. The vad driveline, controller, and extension cable were replaced. No patient complications have been reported as a result of this event.